Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. Per the patient, they had oral ¿oxi¿ and were currently on ¿10 ml 3x a day¿. The indication for pump use was non-malignant pain. The patient reported that about a week after the pump was implanted, they started having extreme pain at the pump implant site. The patient was told the pocket around the pump just needed to heal. The pocket did heal, but the pain was still getting worse. Per the patient, the pump started moving side to side within the pocket causing them an increase in pain. The patient started getting ¿like electrical shocks¿ when they would lay down on that side or when they would move. The doctor told them the pump was right on top of their sciatic nerve and they gave the patient a shot to stop the pain. When the doctor did the sciatic nerve injection around the beginning of (B)(6) 2023, they did an ultrasound which was when they detected fluid around the pump. The injection to the sciatic nerve did not resolve the electric shocking sensation. On may 9th, 2023, the doctor said the pain was due to the fluid around the pump and they removed a whole syringe of blood. It was old blood. Two days later the patient was back in pain as the fluid filled the pump pocket again. The patient stated that they can¿t sit on their right butt cheek and can¿t wear the back brace because it puts pressure on the pump which caused more pain. Anything that applied pressure to the implant area caused them pain and the pain continued to get worse. The pain around the pump was now constant and did not stop. The patient mentioned being at the doctor yesterday and they had the pump refilled. The pa (physician¿s assistant) was pushing on their back and told them that pain seemed to be coming from the damage they had in their back which they had for 20 years. The pa said the nerve endings were not firing which was causing the electrical shocking. They wanted to put an injection of cells into the patient¿s spine to ¿re-boot¿ the nerve endings. The patient was calling to request physician listings because they didn¿t want stuff injected into their back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) reporting that when their healthcare provider (hcp) took the old pump out they didn't remove the pouch and now the patient has scar tissue that was causing them pain.